Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon fixation, the ventricular leadless pacemaker exhibited low pacing impedance and the device's helix was stretched. The device was not used, and a new leadless pacemaker was implanted. There were no patient consequences.